Manufacturer narrative:
Correction: g3 date received for initial submission should have been 08/28/2023.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. Fluid was noted to be leaking from the cassette door. It was noted an m31 air detected in cassette warning message occurred drain 4 of 4 of treatment and prior to the leak. The patient was advised to wait another day in order to use the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was still available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. Fluid was noted to be leaking from the cassette door. It was noted an m31 air detected in cassette warning message occurred drain 4 of 4 of treatment and prior to the leak. The patient was advised to wait another day in order to use the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was still available to return for investigation.

Manufacturer narrative:
H3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. Fluid was noted to be leaking from the cassette door. It was noted an m31 air detected in cassette warning message occurred drain 4 of 4 of treatment and prior to the leak. The patient was advised to wait another day in order to use the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was still available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.